Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. Disk analysis was performed, and device exchange has been recommended. This device has been explanted and is no longer in service. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. Disk analysis was performed, and device exchange has been recommended. As far as the information that is currently available this device is still implanted and in service. No adverse patient effects were reported. Should further information become available an updated report will be provided.